Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working. There was no patient involvement when the issue occurred. There was no patient or user harm reported. It was reported that the customer attempted to perform touchscreen calibration; however, the calibration isn't responding to touch. The customer was provided with the part numbers for the replacement user interface assembly and touchscreen.

Manufacturer narrative:
H10. A follow up was performed with the customer, and it was reported that the device would not be repaired and would be removed from service and retired. No parts were replaced.